Event description:
On (B)(6) 2025, it was reported that the user experienced a hypoglycemic event where the user lost consciousness and required treatment by emergency medical services (ems), including intravenous dextrose (d50). Glucose alerts were reportedly silenced on the device at the time of the event. The user has since recovered. No long-term health effects reported.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.